Event description:
It was reported that after the pump implant this patient developed an infection located in the device pocket. There was drainage and incisional wound opening and ¿infection symptoms¿ reported. As a result the pump and catheter were explanted. The products were discarded and will not be returned. This pump reportedly had no drug in it.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).